Event description:
Report received of a potentioal overdelivery. The customer contact reports that the pump was set to run 25ml of cardizem. It was unknown if it was 25ml/hour or 25ml over a specific period of time. According to the report, 90ml of the 100ml bag of cardizem infused over an unspecified period of time before the rn noticed it had infused and was able to turn the pump off. The pump was removed from clinical service. There was not reported adverse pt event or harm, and reportedly no interventions were required. Though requested, no further information was available.